Manufacturer narrative:
The customer returned the meter and strips. The returned meter & strips were tested in comparison to a retention meter & masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error that messages occurred. The returned and the retention material meet the specification. The complaint has not been substantiated.

Manufacturer narrative:
Na.

Event description:
The reporter stated that while using the coaguchek xs meter (up1221564) a result of 4.4 inr was obtained. The patient was then sent over to a coumadin clinic and that clinic obtained a result of 3.2 inr on an unknown roche coaguchek meter. The reporter did not have the meter or strip information for the coumadin clinic device. The reporter states the second result was obtained within seven hours of the first and while using a new fingerstick. The reporter did not know what changes if any the doctor made to the patient's coumadin dose. The patient was not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. The reporter stated the patient was stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 20513611) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. This medwatch is for the coaguchek xs meter with the serial number (B)(4). For the unknown roche coaguchek meter reference the medwatch with the patient identifier (B)(4).